Manufacturer narrative:
A customer from (B)(6) had reported to biomérieux the misidentification of two patient streptococcus isolates on two consecutive days in association with the vitek® ms instrument. Vitek ms result : *(B)(6) 2017 (labid : 78782): streptococcus agalactiae , *(B)(6) 2017 (labid : 18684): streptococcus agalactiae. An internal biomérieux investigation was performed. Dna sequencing, basic biochemical testing and morphology were performed by the customer. *(B)(6) 2017 (labid : 78782): dna sequencing = streptococcus urinalis, *(B)(6) 2017 (labid : 18684): basic biochemical test and morphology = skin flora. For isolate 18684, there was no further investigation performed as it was determined to be contamination. For the first isolate, labid 78782, data submitted by the customer was analyzed. Review of the data determined that the system was operational during the customer testing. The most probable identification was determined to be streptococcus urinalis, which is not included in the vitek ms kb v3.0. After investigation, the support team found that the most probable root cause of the identification issue encountered was a system limitation. This limitation is mentioned in the vitek ms knowledge base user manual for vitek ms clinical use v3.0: "* testing of species not found in the database may result in an unidentified result or a misidentification. * interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results."

Event description:
A customer from (B)(6) reported to biomérieux the misidentification of two patient streptococcus isolates on two consecutive days in association with the vitek® ms instrument. The customer reported having two streptococcus isolates identify as streptococcus agalactiae although the colonial morphology and biochemical tests were inconsistent with s. Agalactiae and do not type with b anti-sera. The customer stated the quality control was fine. The customer stated the bench technologist recognized the discrepant results and did not report the identifications. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.